Event description:
It has been reported to philips that the live monitor display is blank. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred during a patient procedure. The user restarted the system. After restarting, the system was returned to use in good working order. The patient procedure was completed as planned on the system after the restart. The philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed that there was a problem with the graphics card in the image processing pc (ippc). The service engineer downloaded board software on the ippc, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.